Manufacturer narrative:
Section h6 was updated.

Event description:
We received an allegation of questionable sodium (na) results for 1 patient sample tested on cobas integra 400 plus. The customer ran the patient's sample and initially resulted in ise - sodium value of 128 mmol/l while upon repeat the result was 134 mmol/l. The questionable result was not reported outside of the laboratory. The customer reported low quality control recovery. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found a clotted ise mixing tower and ise tubing. The fse carried out ise maintenance actions. The fse then checked the analyzer and it was performing within specifications. The investigation determined the service maintenance actions performed by the fse resolved the issue.